Event description:
On (B)(6) 2012, the lay user/ patient's pharmacist contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately compared to another device. The patient's pharmacist reported unspecified blood glucose result(s) with the subject meter and unspecified blood glucose result(s) on another meter, performed on an unspecified time of each other. The patient's pharmacist did not allege any harm or injury because of the reported issue.. As the results are not specified for the expected values for meter to meter accuracy testing, this complaint is being reported.